Event description:
I was given a cook gunther tulip ivc filter in 2010. It was supposed to be a retrievable temporary filter. However in (B)(6), the filter was unsuccessful removed. I have been suffering from pain since 2010. It has now perforated the ivc and his touching my vertebra at l4, we are awaiting the means of getting it removed-hopefully this time. My medical record shows that the cook gunther tulip was defective and I am now needing a fourth surgery to have it removed from the ivc.